Event description:
In 2003 a counselor was at the group home and proceeded to take a patient's blood sugar reading for the first time, using the lifescan meter. After pricking the patient and obtaining a blood sugar reading, counselor attempted to release the lancet from the ultrasoft penlet, using the ejection lever, the lancet failed to release. Counselor tried a few times moving the ejection/cocking control lever back and forth and also pressing on the release button. As counselor tried to remove the ultrasoft lancet from the lancet holder by tugging on the plastic portion of the lancet counselor was pricked during that process. Counselor was wearing gloves. The patient at the group home is both a hepatitis b & c carrier. The counselor informed the supervisor of the incident and called tele-health who advised counselor to go directly to the hospital. At the hospital counselor got an immune globulin injection and the first (of a series of 3) hep b vaccine. Counselor has up to a six month waiting period before counselor knows for sure if there has been any transference of the disease. Meter and penlet belong to one of the patients at the group home. The counselor mentioned that about 5 days prior to the incident, a nurse was at the group home, training counselor and a few others on the use of one touch ultra. During that training sesion, several people had difficulty ejecting the needle out of the penlet. The pharamcy sent replacement penlets to the group home. Lfs representative confirmed the incident with the counselor. The counselor will be sending the defective penlet back to lfs as requested by the representative.